Event description:
A complaint was rec'd stating the pt was experiencing difficulty charging the implant. It was determined the pt's ipg had flipped sideways in the pocket. The pt underwent a pocket revision and is reportedly doing well.

Manufacturer narrative:
This is the final report.